Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused during patient use. The device was filled with 18000 mg piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.